Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
I was just notified about an issue back on (B)(6), where clinician went to use a codman in-line valve and reported that the valve didn't work right. After programming the valve and connecting it to the tubing, the surgeon did not see it pumping like it should. Surgeon used a new valve; there was no delay in surgery over 30 minutes. There was no adverse consequences to the patient.